Manufacturer narrative:
(B)(4) guidewire distal tip detached exposing the tip of the metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of six devices that were inspected. Refer to manufacturer report #3005099803-2014-03227, 3005099803-2014-03228, 3005099803-2014-03229, 3005099803-2014-03230, 3005099803-2014-03231 and 3005099803-2014-03232 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was inspected. According to the complainant, since the event, hydrophilic tip detached, occurred several times, the user unpacked the jagwire guidewire and found that the hydrophilic tip was detached exposing the tip of the metal corewire. Five more jagwire guidewires were opened and the hydrophilic tip also detached exposing the tip of the metal corewire. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.